Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An heli-fx endosystem was used with a endurant stent graft to treat an endoleak during the index procedure. It was reported that approximately 12 months post index procedure, images were checked where air bubble in the patient's iliac vessel after the index procedure was noted. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
B:5 event description corrected; an heli-fx endoanchoring system was used with a endurant stent graft in the endovascular treatment of a ruptured abdominal aortic aneurysm on an unknown date in (B)(6) 2020. An unknown type endoleak was observed during the index procedure which the endoanchors were implanted to treat. B:5 additional information received; it was reported during the index procedure there was a type ia endoleak which was treated and resolved with the implantation of the endoanchors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported per the physician, that there was a clear type 1a endoleak noticed after placement of the evar + cuff. The cause of the type ia endoleak was reportedly due to folding of the graft in a suboptimal aortic neck. The cause of the airbubbles in the patients iliac was believed to be caused by rapid retraction of the endoanchor catheter from the aptus sheath resulting in a vacuum inside the sheath,creating a suction of air through the valve when pulling out the catheter. This air is then introduced inside the vessels when advancing the reloaded endoanchor catheter. It was reported that retraining on the usage per IFU of the aptus heli-fx device has been provided since this event. It was reported the index procedure was performed on (B)(6)2021, it was reported the patient had a known aaa with very short neck, and therefore was ruled outside IFU for fenestrated endografting due to their narrow aortic bifurcation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.